Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old male implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that the medical team who was explanting an impella pump noticed a clot which was removed from graft and graft was trimmed, clipped, and over-sewn. The chest washout was completed and chest was re-closed. Sternum was broken due to soft closure so sternal plating was used to hold the sternum together. Incision was closed.

Manufacturer narrative:
As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined.